Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had exhibited a battery depletion (bd) code due to a timing issue involving the telemetry chip which causes a higher power telemetry state. Engineering confirmed the bd code has since cleared and is operating normal now. The s-ICD remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.